Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported issue by reviewing analyzer printouts. To prevent further damage to the instrument, the fse did not reproduce the problem as the nozzle was bent. The issue was resolved by replacing the sample needle and performing hand touch ad and verifying alignments. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 04aug2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7 - 1: list of error messages states the following: 2012 - air detected (diluent): description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The probable cause of the reported event was due to a damaged (bent) sample needle. The cause of the bent sample needle could not be determined.

Event description:
A customer reported getting error message 2012 air detected (diluent) on the aia-360 instrument. The customer took the back off the instrument off and observed the sample needle was bent in half. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.